Event description:
It was reported that the patient's lead "frayed". Follow up was unsuccessful in determining which lead had frayed. Two leads were capped on the same day. The right ventricular lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.